Event description:
A customer obtained reproducible troponin (accu tni) results above the ami cut-off for one patient. Four samples collected from the patient gave results in the range of 5.77-9.58ng/ml. The results were reported out of the lab results of 0.01ng/ml were obtained on alternate methodologies. Time and date of these results have not been provided to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects accu tni samples in plastic lithium heparin plasma tubes with a gel separator. The specimens are centrifuged at 3,100 rpm for five minutes. The samples are then further processed by aliquoting sample into a 12x75mm pour off tube, re-centrifuged for the same time and speed and then analyzed from the same 12x75m pour off tube. Qc was within specifications prior to and after the event. Service was not dispatched for this event as instrument performance was not in question at this time. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.